Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Additional information was received that ten months and 26 days following the implant of this transcatheter bioprosthetic valve, (B)(6) endocarditis was confirmed. Antibiotic treatment was prescribed. It was reported that the patient had not undergone any recent procedures that would have led to the infection, and the patient did not have a medical history of endocarditis. No additional adverse patient effects were reported. Updated 2.3 - date of event.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an abscess formation was noted around the annulus of the valve. Treatment was provided but the type of treatment is unknown. No additional adverse patient effects were reported.